Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine 1mg/ml at 0.048mg/day via an implantable pump. The indications for use were not reported. The patient's medical history included scs implant, pump implant, back surgery, colon surgery, diabetes, cholesyectomy, kidney stones, tonsilectomy, ulnar nerve surgery. The other medications the patient was taking at the time of the event were alprazolam 1 mg , atorvastatin, embeda, humalog, humulin, losartan, metformin, omeprazole, prazosin, zaleplon, baclofen, norco. It was reported that the patient had pain at the pump site and reported constant headaches since implant. The pump was explanted. During the explant the physician tried to aspirate the catheter without success. The catheter was tied off at spinal segment and left in the body. The patient was doing well post procedure. The patient's status at the time of the report was noted as alive, no injury.

Manufacturer narrative:
Pump analysis identified no anomalies. Catheter analysis identified no significant anomalies, the catheter body was sliced/cut.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.